Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump had critical pump error and pump error critical block and inverse critical block. Customer's blood glucose level was 27 mmol/l. Customer was able to successfully clear the alarm. Fill cannula was recorded in daily history. Customer was advised to perform self test and self test passed. The device will not be returned for analysis.